Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated that he had experienced a syncopal episode six days earlier. The patient was confirming the remote interrogation was successful. Boston scientific technical services (ts) confirmed a successful remote interrogation and referred the patient to their physician to have the results reviewed. At this time the pacemaker remains in service and no additional adverse patient effects were reported.